Manufacturer narrative:
Reporter's phone number: (B)(6).    This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device's light emitting diode (led) illuminated. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as 08/29/14 in the initial report and has been updated as 11/28/17. Therefore, UDI has been updated accordingly. The manufacturing location was reported as waldenburg in the initial report and has been updated as oberdorf. If additional information should become available, a supplemental medwatch report will be sent accordingly.